Manufacturer narrative:
Product event summary: at analysis it was determined that the analyzer would not communicate with the programmer and failed most of its functional tests. The analyzer was to be scrapped, replaced and saved for failure analysis.

Event description:
The software analyzer which was originally returned as an associated device subsequently tested out of specification during manufacturer's analysis.